Manufacturer narrative:
Concomitant product(s): product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received on (B)(6) 2015 from a consumer via service request regarding a (B)(6) year old male patient receiving an unknown medication via implanted infusion pump that had been implanted (B)(6) 2005. The indication for use was noted as non-malignant pain. The patient reportedly came down with a fever and developed a large abscess on his abdomen. The patient was brought to the hospital and the healthcare provider (hcp) determined that the pump was leaking and that he had an infection. The cause of the infection was never verified. The pump was removed on (B)(6) 2006, due to infection. No drug used in the pump, concomitant medications, pertinent medical history, diagnostics related to the infection and abscess, and patient outcome were reported. Follow up was conducted to obtain additional information; if additional information is received a follow up report will be sent.